Manufacturer narrative:
This device has been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between the device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Date filed : 20 july 2006.

Event description:
The complainant has reported that a patient (age and gender unk) underwent a theraputic colonscopy procedure for treatment. The clinician stated that, the clip broke apart upon deployment prior to grasping the tissue while using the resolution clip device. The procedure was successfully completed with another of the same device. The patient did not sustain any reported complications or ill effect as a result of this issue.